Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during implant that the ventricular lead measured high impedance in several different positions. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.